Event description:
A pt (B)(6) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The pt was injected with 1.0 ml coaptite on (B)(6) 2008. On (B)(6) 2010, the pt development urinary tract infection as diagnosed by urinalysis and pt report. The pt was given a prescription for antibiotic, name not provided, and recovered on (B)(6) 2010. Per physician, the event was of mild severity and definitely not related to coaptite. Additionally, the pt was injected with 2.0 ml coaptite on (B)(6) 2008 and with 2.0 ml coaptite on (B)(6) 2008 with no additional adverse events reported.

Manufacturer narrative:
Additional lots used - 8005p10, unk lot (s) and exp. Date (s). The device history records for lot 1009279 was reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.